Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Customer couldn't continue with the call. Unable to reach customer to provide a replacement. No address on file for customer. Most likely underlying root cause: mlc-78-user hematocrit low test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product letter. No address on file for customer.

Event description:
Consumer reported complaint for e-0 as soon the blood is absorbed accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of fatigue. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was not performed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is having symptoms could not continue call.